Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. Device had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.